Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned device assembly has scratches and dents all over suggestive of extensive usage. The guide pin was not returned. In one of the lower holes there stuck the reported pin, the instrument and the pin stuck together in a way that makes it impossible to take them apart. Notably, the guide pin tip exhibits severe deformation. A microscopic examination of the fracture area indicates brittle fracture. Additionally, upon closer inspection of the rear side of the trial, the edges of the hole where the pin was struck appear worn and exhibit slight deformation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instrument instructions for use state: ¿inspect devices prior to use for damage during shipment or storage or any out-of-box defects that might increase the likelihood of fragmentation during a procedure.", and "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling.", and "end of functional life is normally determined by wear and damage due to use.¿. Based on investigation, the root cause was attributed to a user related issue. The failure was most probably caused by extensive and rough usage of device. The surface of guide pin and trial is observed to be irregular. While inserting the pin, the rough metal surfaces most probably come into close contact, leading to the potential for cold welding. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during pinning of the talar dome trial, a steinman pin was inserted to the guide which cold welded. The patient was not harmed in any way in the procedure and the surgery went ahead as planned.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during pinning of the talar dome trial, a steinman pin was inserted to the guide which cold welded. The patient was not harmed in any way in the procedure and the surgery went ahead as planned.